Event description:
It was reported that customer observed large air bubbles and gaps in tandem mobi cartridge during pumping. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of room temperature insulin and air removal steps, and after working with support, large air bubbles were resolved, customer was able to resume insulin therapy, and acknowledged and understood guidance, with no additional information provided regarding further corrective actions.